Event description:
It was reported that there was a leak between the female connector of a minicap transfer set and minicap. The leak was further described as "the connection between transfer set and the little white cap is leaking." This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed using an in-lab minicap connected to the dark blue female connector and no leak was observed. Clear passage and clamp function testing were performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.